Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and replaced the power supply. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion procedure, the imaging system was not responding to commands and was not performing x-ray when the buttons were pressed (both hand-switch and foot-switch). Additionally, some of the buttons on the pendant were not responding (2d and 3d). There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.